Manufacturer narrative:
The astral device was returned for evaluation. The evaluation determined that there was no fault found with the returned device. The device was performing to specifications. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communication lost alarm. There was no report of harm or injury as a result of the event.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communication lost alarm. There was no report of harm or injury as a result of the event.